Event description:
Boston scientific received information that at a normal replacement procedure for battery depletion, leads were stuck in the header of this pacemaker. After multiple attempts to disconnect the leads from this device using multiple torque wrenches at mineral oil, the decision was made to cut the leads and the replacement procedure was delayed in order to attempt lead extraction. No additional adverse effects were reported.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection noted tool marks on the header and scratches on the back of the case. All seal plugs were found to be intact and all set screws operated normally. A review of the device memory showed no resets or error codes and it passed all electrical testing and was found to function normally. Analysis was unable to confirm the allegation of leads stuck in header.